Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified cephalic vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use cephalic vein stenosis shunt percutaneous transluminal angioplasty. During procedure, upon first inflation, the introducer sheath and the balloon catheter were inserted, then advanced to the lesion without any resistance. However, upon dilation, it was noted that the balloon ruptured at 6atm for 10 seconds. Subsequently, the device was removed from the sheath. During dilation, at 6 atm, this balloon catheter was used and obtained good dilation. The physician revealed, that the balloon ruptured during advancement to the lesion. The device was removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications were reported.